Event description:
The event reported occurred in (B)(6) with a tornier device which is also USA distributed. A knee prosthesis initially implanted within 2002, precise date unknown, required revision surgery to replace a worn polyethelyne insert component. The device has not been returned as yet. Additional clinical information that has been requested has not been received. (B)(4).